Event description:
It was reported that during use on an (B)(6) male patient, the autopulse platform performed compressions for about 4 minutes, then displayed a "pull up completely on the lifeband" message after the platform was paused for a rhythm check. Customer reported that they pulled the lifeband completely up but the lifeband did not retract. The crew immediately reverted to manual CPR for the duration of transport to the hospital. The patient regained a pulse at the hospital. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2015 for investigation. Please note that autopulse lifeband with lot number 54066 was also returned with the platform. However, there were no alleged deficiencies against the lifeband. Investigation results as follows: visual inspection of the lifeband did not find any damages. Visual inspection of the returned platform was performed and found that the front enclosure was cracked. The physical damage found during visual inspection is not related to the customer's reported complaint that the autopulse lifeband did not retract after the customer followed the platform's instructions to pull the lifeband completely up. A review of the platform's archive data was performed and found multiple user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) messages on the reported event date of (B)(6) 2015. Per the autopulse maintenance guide (p/n 11653-001), ua 7 is an indication that the patient is out of position or the patient is not properly centered. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Review of the archive data confirmed that the platform displayed a "pull up completely on the lifeband" message. The customer's reported complaint was not duplicated during functional testing. The returned lifeband was tested with the returned platform and ran for a couple minutes without any issues. The returned platform was then tested using a test lifeband and a test mannequin for 25 minutes without any issues. The platform was also tested with a test lifeband and a large resuscitation test fixture for another 15 minutes without any issues. The platform also passed a load cell characterization test, which confirmed that both load cells were functioning within specification. After load cell characterization testing, the platform ran for another 25 minutes using a large resuscitation test fixture with no issues observed. Unrelated to the reported complaint, investigation found a sticky clutch plate, which was deburred to resolve the issue. Based on the investigation, the part identified for replacement was the front enclosure. In summary, the customer's reported complaint that the platform displayed a "pull up completely on the lifeband" message after the platform was paused for a rhythm check was confirmed during review of the platform's archive data. However, the reported complaint that the lifeband did not retract after the customer pulled the lifeband completely up was not confirmed or duplicated during functional testing of the returned platform. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported event. The platform passed load cell characterization testing, which confirmed that both load cells were functioning within specification. Unrelated to the reported complaint, investigation found a sticky clutch plate, which was deburred to resolve the issue. The physical damage found during visual inspection is also unrelated to the customer's reported complaint. The platform is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse. After replacement of the front enclosure, the platform passed all final functional testing criteria.